Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection did not identify the reported issue; as no particulate matter was found in the fluid pathway or on the exterior surface of the eva tpn bag or within the sealed exterior protective outer pouch. Based on evaluation findings, the reported issue could not be confirmed and the device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that particulate matter found in the eva bag. It was reported the condition was found before use. This report documents no patient involvement or adverse events. No additional information is available.